Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusions - the product is not being returned as the user said it was user error and not a product issue. Warnings and appropriate usage are clearly stated in the directions for use. Due to the aforementioned reasons, CAPA measures are not recommended.

Event description:
(B)(4).